Event description:
Patient underwent surgery for correction of scoliosis. Patient alleges that when the surgeon was using the pedicle finder at t5, there was a slip or misdirection of the pedicle finder, injuring the spinal cord. Patient is apparently paralyzed from mid-thoracic level down.

Manufacturer narrative:
Subject device is an instrument and is not implanted. H4: synthes is unable to determine the manufacture site or the manufacture date without a lot number. H3,h6: no investigation could be performed, no conclusion could be drawn as no device has been received.